Manufacturer narrative:
The device was returned and the evaluation found that the outer tube was bent and there was a shadow on the image. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the ureteroscope was bent. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due to improper handling and the application of excessive force. Olympus will continue to monitor field performance for this device.